Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for spinal pain. It was reported that the reason for the call was the patient stated they were having issues with the controller delivery device. The patient stated it was taking longer and longer to connect to the pump to deliver a bolus. The patient stated this had been an issue since implant. The patient stated last night it took him 30 min to activate the bolus patient and stated it kept telling him to re-sync the communicator and make sure the power was on, make sure it was charged and it was near the handset. The patient stated when they tried to do a delivery something new started coming up where it wanted him to switch communicators. The agent walked the patient through clearing the data on the controller. The patient was able to successfully connect to his pump in less than 1 minute. The patient was seeing a lockout at this time. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned that his back was getting worse and the pump was not as effective as it used to be because it was getting worse so the health care provider was talking to the patient about getting a pain stim device. The patient mentioned he had morphine and another drug but he was not sure of the drug name - patient thought it was a numbing agent.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that the software version of their ptm app was 1.0.1124. The cause of the p atient's back getting worse and the pump not being as effective was determined via magnetic resonance imaging (MRI) which indicated a condition of the spinal disc had deteriorated up and down the spinal column. The patient stated that the cause of it taking a long time to bolus was due to data storage being significant. Once date was removed, the ptm worked much quicker. The lockout was unexpected. When asked if the issue resolved, the patient stated no. The pump lockout was resolved, however, it was not as effective due to the deterioration nature of their spinal condition. The programmer taking a long time to connect did resolve.